Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. It was mentioned that the insulin pump delivered too much insulin. It was also reported that on (B)(6) 2015 the customer's neighbor found the customer had passed away.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.